Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, leak tested. The cylinder 1 had a hole in the proximal end of the cylinder from sharp instrument. No damage was found within the inner tube resulting the cylinder passed the leakage test. Cylinder 2 passed the visual inspection and passed the leakage test. The momentary squeeze (ms) pump passed the visual inspection and passed the leakage test. Ms pump was functionally tested and failed activation tests 2 and 3. The spherical reservoir passed the visual inspection and passed the leakage test. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) did not inflate. No further information was provided.

Event description:
It was reported that the inflatable penile prosthesis (ipp) did not inflate. No further information was provided.